Manufacturer narrative:
As reported, when the 4x12 palmaz blue stent on aviator balloon was unpacked and inspected, it was found that the stent had an irregular shape outside the body. An irregularity in the shape of the stent was noted prior to use. We were concerned that the stent had not been compressed enough, and that it might cause off-loading during use. The case was completed by switching to another stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The stent delivery system (sds) was prepped according to IFU guidelines. The stent was not manipulated during preparation. The intended procedure targeted a lesion in the vertebral artery. The target lesion vessel diameter was 3.5 mm. The lesion was calcified. There was no vessel tortuosity. The percentage of stenosis was 80%. The device will be returned for evaluation. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 4x12/142p pkg¿ was received coiled inside of a clear plastic bag. The product was unpacked to perform the product evaluation. The struts on the stent of the proximal and distal edge are presenting an uplifted condition. The balloon arrived deflated, and the stent is not expanded. No other outstanding details were observed. A ¿stent strut uplift proximal and distal¿ condition was observed on both ends of the stent during analysis of the returned device. However, the exact causes cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture; however, it is unclear how the proximal/distal struts were damaged. Based on the limited information provided and the product evaluation it is difficult to ascertain a root cause for the reported event. Shipping and handling of the device during prep may have contributed to the events reported; however, cannot be verified due to the limited information provided. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the product analysis does not suggest that the issue reported, and condition of the returned device could be related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken.

Event description:
As reported, when the 4x12 palmaz blue stent on aviator balloon was unpacked and inspected, it was found that the stent had an irregular shape outside the body. We were concerned that the stent had not been compressed enough, and that it might cause off-loading during use. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.